Manufacturer narrative:
Four opened/used sensors were inspected visually. One of four sensors was found with the cannula retracted inside of the sensor base. The cannula was broken with broken part missing. It is unknown if the customer received sensor in said condition as sensor was opened and used.

Event description:
Customer's mother reported via phone call, she was having issues inserting the sensor with the serter into the customer. Customer's blood glucose was unknown. She stated the needle gets stuck in the serter. Customer's mother stated the same issue occurred with multiple sensors. Customer's mother was advised the sensors needed to be replacement and she agreed to return them for analysis.